Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event, the touchscreen was out of specification. As a result the touchscreen was replaced. (B)(4).

Event description:
It was reported that the programmer screen was unable to be calibrated. The programmer was returned for servicing. There was no patient involvement.